Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failure alarm confirmed in the pump history (variable info=3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. The customer's blood glucose value was 74 mg/dl. Customer reported they were able to clear the alarm. The insulin pump failed selftest. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.